Manufacturer narrative:
The device will be evaluated and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console was popping the vent valve during delivery. The user has to clamp the vent line to continue using the console. There were no patient complications.